Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated a falsely low sodium (na) result for one patient sample. The results were reported outside the laboratory. However, the physician questioned the result and two samples were rerun, both of which were amended. Of the patient samples that were rerun, only one of the results was not within the precision of the assay. The field service engineer (fse) inspected the instrument and found pieces of the sample tube stopper in both of the electrolyte injection cup (eic) solenoids. The fse then removed and cleaned the solenoids. The fse also cleaned the chloride port, and replaced the chloride electrode tip. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Patient treatment was not affected as the erroneous result was flagged and amended prior to the initiation of patient treatment based on that result.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).